Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device passed all functional testing and electrical safety testing with no issues. The electrode pads from the event were not returned as part of the investigation. Additionally, no photos were received to evaluate the degree of the patinet burn. The device log was reviewed for the event date on 3/5/2026 and observed the shock event that resulted in the 322-joule delivery. The log review suggests that based on the initial measured patient impedance and the impedance at the time of delivery, coupling of the electrode pads to the patient was a factor. The customer noted that the patient had burnt hair at the time of the shock with no details available on patient preperation. It's important to mention that skin redness or burns are an expected outcome of defibrillation as indicated on the IFU. The device will be recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification and after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.